Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "creases associated with hole."

Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified yellow particles, curved (opening), fold creases, wear abrasion. A leak test was performed and found one opening. A microscopic analysis identified a curved (sharp) opening on plug strap bond edge assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening assessed as unidentified (tear) opening. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship issue, since the device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.